Manufacturer narrative:
One (1) spring clip driver was returned to the complaints handling unit (chu). Visual examination of the spring clip driver at the macroscopic level revealed that the fracture was located at the driver¿s distal tip within the working end of the driver¿s shaft. The optical image of the fractured surface reveals plastic deformation following a circular pattern. This suggests the driver underwent a quasi-static torsional shear failure. No material defects or abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions a definitive root cause for the spring clip driver¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure. No material defects or abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: acdf during final tightening of the screws, the tip of the driver bent and broke. An alternative driver was used to complete the procedure. No delay in surgical time. Different driver was used. Patient outcome: fine patient: (B)(6) male.